Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the reload did not fire and the green button of the handle was not squeezed during a laparoscopic surgery. Another device was opened to complete the case. There was no patient injury.